Event description:
Loud noise noted with use, noise increases during the night as the time of use increases, also there is an increase in pressure (even when awake) over the night causing discomfort and mask leaks. (B)(6) respiratory therapist (r.t) aware of problems on (B)(6) 2019 (sheet with numbers done by r.t. Also an increase in air pressure (even when wake causes discomfort and mask leaks). Device blows very cold air and is supposed to have heater, my contacts with (B)(6) have had no results. (B)(6) said they have to contact MFR (resmed) rep to begin process to return, repair, or replace device. (B)(6) 2019 no word from (B)(6). As to status (B)(6) has not initiated contact with me. I have had to call them to get any info. Rt in dr's office also noted noise and problems, I would expect (B)(6) to be more patient oriented. I would like to get this matter resolved. Any info or assistance you can give me would be greatly appreciated. I was told the device was new on (B)(6) 2019.